Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a network mismatch. A technical support specialist (tss) remotely accessed the machine and confirmed the reported error. Followed knowledge article, medbank: non-sync ns cabinet not connecting and identified a network mismatch, as the ns cabinet had a different internet protocol (ip) range and was set to dynamic host configuration protocol (dhcp) while the sync cabinet used a static internet protocol (ip). Users were advised to contact information technology (it) to align both systems on the same network. Upon follow-up, the issue was confirmed resolved. The system functioned as intended after the hospital it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to use the system as it was stuck on the connecting screen and restarting the machine did not resolve the problem. There was an ongoing case and required to pull the medications manually. However, there were no delay or adverse events or injuries reported based on this event.